Manufacturer narrative:
Investigation: a device history review was conducted for lot number 7356279. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Samples were submitted for evaluation; bd engineers were able to observe a damage to the v-clip during the visual observation of the device. The root cause for this occurrence most likely due to a missing pin in the manufacturing machinery that lead to a misalignment during assembly. To address this issue we have repaired the damaged equipment.

Event description:
It was reported that bd pegasus¿ pnk 20ga x 1.16in prn-cap y safety mechanism broke. The following information was provided by the initial reporter: the safety activation failed after penetration, the needle cannot be removed as supposed.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd pegasus¿ pnk 20ga x 1.16in prn-cap y safety mechanism broke. The following information was provided by the initial reporter: the safety activation failed after penetration, the needle cannot be removed as supposed.